Event description:
Customer reported via phone call that their blank display is 336 mg/dl. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was monitored for several days with normal operating currents and no blank display was noted. No battery out limit alarm was noted during testing. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.